Event description:
In 12/2005 patient presented to ed. While moving himself from ed stretcher to ed xray table he hit his l elbow causing skin tear. Technician noted and informed nurse. Review of patient chart reveals skin integrity evaluated as fragile.